Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 700 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with insulin intravenous drip. Troubleshooting was done for high blood glucose and customer stated that they forgot to take bolus. Customer states the drive support cap appears normal. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.